Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that cartridge change errors occurred with multiple cartridges during the load sequence. The customer's blood glucose was 100-150 mg/dl. The customer reverted to an alternate method in insulin therapy.